Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced symptoms similar to when they experienced pacemaker mediated tachycardia (pmt) with a previous competitor device. In-clinic testing of the implantable pulse generator (ipg) was performed and the patient reported the same feeling when paced vvi. A retrograde p wave test was performed and it was noted that there was consistent retrograde conduction at two hundred and sixty milliseconds. Settings were adjusted. The ipg remains in use. No further patient complications have been reported as a result of this event.